Event description:
It was reported that during the use of the product, a leakage of blood from the tube of the gas vent filter was observed. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. One unit was received for evaluation; the returned unit was received in decontaminated condition with the original packaging. The returned unit was visually inspected under normal conditions of illumination. No damages nor other workmanship defects were detected. The unit was tested for a leak by introducing water in the product and a leak was observed at the drip chamber. By the physical evaluation of the units, the complaint is confirmed. Root cause was found to be a lack of a robust and repeatable adhesive dispensing methods, since currently the adhesive application relies on the operator?s ability to achieve the desired 1/8th dipping depth. The process was updated to add an automated solvent dispenser instead of the current manual process to improve consistency for meeting the process requirements. Also, an awareness notification to the personal was performed to explain the importance to following the process.